Event description:
The customer reported that during a transcatheter aortic valve implantation (tavi) procedure with an anaesthetized patient on the table, that when the table was put into a tilt position, the table top became unstable and immediately lurched uncontrolled in the direction of the tilt. The staff in the near vicinity managed to stop the patient / table before the patient came to any harm.

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. Contact office address (B)(6).